Manufacturer narrative:
Unable to perform displacement test on the insulin pump due to missing retainer. The device was received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 172 mg/dl at the time of the incident. The customer stated that a small piece fell off where the reservoir goes in. The customer also mentioned that the o-ring is loose and moving around. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.